Event description:
It was reported via repair work order that the power cord was damaged with exposed wires. It was also reported that the power inlet was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.